Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
It was reported that the red knob on the attune femoral sizer broke during the decontamination process in central sterile processing. No patient involvement during incident.